Event description:
The issue could not be resolved with reprogramming so the device was explanted.

Manufacturer narrative:
(B)(4).

Event description:
Related manufacturer reference: (B)(4). During follow-up, t-wave oversensing was noted during a decrease in r-wave sensing. Technical support recommended reprogramming the device. The patient is stable.

Manufacturer narrative:
The device was returned and evaluated. It was tested on the bench and found to be normal, no anomalies were observed. The reported event of t-wave oversensing was not confirmed.